Manufacturer narrative:
The axium coil will not be returned for analysis as remains in the patient; however, the pushwire is expected to return for evaluation. Once the device has been received and evaluation completed, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during stent assisted coiling treatment of a left ruptured, amorphous middle cerebral artery (mca) aneurysm, this coil stretched and broke in the patient. It was reported that the patient was treated under emergency conditions due to a subarachnoid hemorrhage, caused by a bleeding aneurysm in the left mca. First coil used was too large in diameter so it was removed from the patient. Then, the reported coil was selected, but it was reportedly too short for an ideal framing so physician decided to remove in order to exchange for another size coil. However, when pulling back this coil, the coil stopped moving backwards. There was no unusual resistance reported when pulling back the coil. The coil was reportedly torn in the proximal part, only a few mm over the detachment zone. An attempt was made to catch the damaged coil using two different stent retrievers without success. Finally, the coil congregated to the left mca. It was then reported that the patient developed a stroke in the territory which is supplied from the mca, from which the patient died.

Manufacturer narrative:
Codes updated the axium coil was returned for evaluation and the clinical observation was confirmed. As received, the device was returned without the implant coil as it remained in the patient. As the axium implant coil was not returned for evaluation, any contributing factors from the implant coil could not be assessed. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at the proximal end. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found stretched. The retainer ring appeared damaged and ovalized. An image was provided, showing the implant coil detached and not in the correct location as reported. The cause for the implant coil separation could not be determined. Damage (ovalization) of the retainer ring, resistance during delivery and repeated repositioning are possible causes of the pre-mature detachment of the implant coil from the pushwire. It is likely the early separation of the implant coil from the pushwire led to the subsequent migration of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per axium prime detachable coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.